Manufacturer narrative:
Initial reporter is a distribution and information manager not a biomed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter of an extension set; no further details of the event were provided. There was no patient harm.

Manufacturer narrative:
Concomitant medical devices: 10010570; (2)10ml bd syringe ref 306500, lot, 532011c exp nov 15 2018, 09% sodium chloride; therapy date unknown. The customer¿s report of a filter leak was confirmed. Functional testing found that there was a leak at the junction of the tubing and the micron filter. The leak was further confirmed during leak testing. The root cause of the leak by the filter was found to be a manufacturing issue due to insufficient bonding solvent being applied at the junction of the vinyl tubing. Insufficient bonding solvent created gaps in the tubing and the filter.